Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hole in their diaphragm and fluid in their lungs coincident with automated peritoneal dialysis (apd) therapy. Both events were manifested by shortness of breath and weakness. Five days prior to the receipt of this report, the patient was hospitalized for the events as well as for three unrelated medical indications. The patient was treated for the fluid in their lungs by having their lungs drained of 2 liters of fluid and later draining an additional 1.5 liters of fluid. Treatment for the hole in the diaphragm was not reported. At the time of this report, patient had recovered from the event of shortness of breath. It was unknown if the patient had recovered from the hole in the diaphragm and fluid in the lungs. The patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.